Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 23 mg/dl while wearing the pod between 1 and 4 hours. The patient reports they had lost consciousness. The patient reports after setting up a new transmitter and pod they were not receiving any blood glucose values. The patient was taken by ambulance to the hospital. Once at the hospital the patient was diagnosed with pneumonia as well as hypoglycemia. The patient was transferred to another hospitals intensive care unit. The patient was treated with intravenous antibiotics. The patient was prescribed cephalexin (500 mg) to be taken 3 times daily for 3 days. The patient was discharged from the hospital after 4 days. The patients pod will not be returned as it has been discarded.